Event description:
The customer reported that their device was intermittently turning itself on and then turning itself off. After a review of the device test log, it was observed that there were multiple occasions of the device being turned on by the user and losing power on its own. This is a possible indication of a short in the power button. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to a faulty ceramic capacitor, designator c80 on the digital pcb assembly. The capacitor was resistive to 2.5k ohms which caused a low voltage on pin 10 of integrated circuit chip, designator u13. The faulty capacitor intermittently caused the device to power on and off by itself. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.